Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was 'settings not available' seen.  The reason for call was patient reported their implant quit working and the issue began about 2 weeks ago or something like that but noticed the issue yesterday. Patient stated yesterday they took a shower and came out and realized their stimulator had quit working, patient stated they did not do anything and 2-3 hours later the stimulator came back on.  Agent walked patient through switching and adjusting their intensity in all three groups and patient gets the message 'setting not available cannot provide your desired intensity setting'. Rep asked pt to try all programs, they were unable to adjust stimulation. The issue was not resolved. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
It was reported that the implantable neurostimulator was not functioning, and the patient stated that the leads had come loose from the spine and were not making a connection. The patient stopped charging the device after it was determined to be nonfunctional, and subsequently required a cat scan, which was requested by the imaging center. The imaging center required proof that the stimulation was off prior to conducting the scan. During the call, the patient was assisted in using the prm, and after approximately six minutes, the patient reported that the implantable neurostimulator was charging with excellent quality. The troubleshooting steps taken during the call resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported seeing ¿device not ready cannot continue call your doctor¿ message while using the controller. Patient stated that they underwent an MRI but forgot to inform the MRI personnel that their implant did not work, it quit working because the leads became loose in their spine. Patient stated that they spoke with the representative and were informed that the message was appearing because their leads had deteriorated. Patient described seeing the message ¿cant go any further, contact your doctor¿ displayed on the controller when attempting to activate MRI mode. Patient confirmed that they were able to activate MRI mode successfully. However, the patient reported seeing the message ¿stim is off settings cannot be changed with stimulation off¿ and patient pressed 'exit'. Agent reviewed information. The patient was redirected to their hcp to further address the reported issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp reported they were reading the op note and it indicated that 1 lead was found to be non-functional. Caller had no further detail.